Event description:
Per the clinic, the patient experienced a drainage at the implant site and subsequently, was treated with oral antibiotics on (B)(6) 2022 (specific duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, it was also reported that the patient experienced bacterial infection at the implant site. Correction: date of explant is on (B)(6) 2022.